Event description:
It was reported that when the physician opened the right ventricular (rv) lead they felt that the distal coil did "not feel even" and that the coil was "scrunched" at the tip of the lead. The physician also felt that the coil had a "lip" on the tip of the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the introducer test was performed and result was failed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.